Event description:
The customer contact reported an adverse pt event while the device was in use. Document rec'd states, "pt had a right internal jugular central venous catheter placed in 2006, during her small bowel resection surgery, by one of the anesthesia staff for venous access and central venous pressure readings. Readings had been obtained (using a transpac IV custom monitoring kit) without incident until the morning, three days later. Following the 0800 reading for which the pt was in bed with the head of the bed at a 10 degree elevation and intubated on a mechanical ventilator, the head of her bed was elevated at an unk level. Suddenly, the pt became unresponsive. A CT of the head showed multiple, diffuse air emboli of the brain and the venous and arterial vascular systems. The family refused the recommended hyperbaric oxygen treatment and requested comfort measures only with removal of artificial life support and she died nine days later." Further info rec'd indicated that prior to the event, a blood sample was drawn from a sampling port on the safeset. The safeset was connected to the pt's left brachial artery. The customer contact indicated that, "in our investigation of this incident, we did not find any specific events which contributed to CT findings and our examination of the tubing and bag found no air bubbles in the tubing and all connections were noted to be tight." Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.